Event description:
Device returned for repair with a report of a worn bearing. No pt impact reported. Repair request escalated to complaint on eval due to attachment being damaged by tool contact. On follow-up, it was noted that this was identified during a procedure and it was confirmed that there was no pt impact.

Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. It was also noted that the distal bearing had failed and the color band had faded. On follow-up, it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."